Event description:
It was reported that the holster had exposed wires and during a case error codes l3-002 and l3-007 were received. There were no pt consequences reported. The case was completed using the holster. Holster being returned for repair.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found a loose dc motor adapter in the blue cable connector was causing the unit to have the l3-018 error code. The analysis site replaced the dc motor adapter to correct the error code. The site did not see the error l3-017 in the event log nor during testing. The site also found the unit has a loud banging noise when the vacuum pump is activated. To correct this issue the analysis site replaced four pump isolation mounts, four flat washers, four fender washers, and four pump mount screws to correct the noise issue. Per the service manual, service test was performed with no functional faults found. As part of the standard service process, replaced the muffler, applied loctite to the foot/hand switch connector, applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. As per the service manual, performed the dc motor adapter upgrade, replaced the internal vacuum tube connections with 90 degrees elbow, and shortened the length of the tubing assembly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.